Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is a report of a check heater line alarm was not confirmed. The root cause was a use error (switching heater bag while connected). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for a check heater line alarm is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm on the homechoice (hc) during fill 1. During troubleshooting the reported alarm repeated so the technical service representative (tsr) explained therapy should be ended and a new disposable set up placed on the hc. The home patient (hp) stated his wife was sleeping so he disconnected the heater bag and connected another heater bag of the same dextrose percent and resumed fill 1. The tsr explained this was not recommended by baxter. Hp reported the fill volume was increasing and he would continue therapy. Tsr explained to contact the peritoneal dialysis nurse in the morning and report incident. There was no patient injury or medical intervention reported at the time of the event.